Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had presented for device change out. The physician noted an insulation anomaly on the right ventricular lead. The lead was capped and replaced successfully on (B)(6) 2018. The patient did not experience any adverse consequence.